Event description:
The customer contact reported the device was hot to touch. The device was returned to the biomedical department with an unsigned note that stated, "malfunction." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a s233 (overtemperature-psc) malfunction alarm code and was hot to touch. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device alarmed with a s233 (overtemperature-psc) malfunction alarm code and was warm to touch. This was found to be due to the fan not rotating fast enough to keep the psc ambient temperature from exceeding 70 degrees c. The s233 malfunction alarm code occurs when the temperature in the symbiq psc subsystem is greater than 75 degrees c. The cause of the broken fan was mishandling by the fan supplier. This report represents all the information known by the reporter upon query by hospira personnel.